Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen during a 5 units prime of the tubing. Also, it was noted that there were air bubbles in the tubing. The customer changed the tubing and resumed insulin delivery. The customer's blood glucose level was 299 mg/dl. The customer indicated that a bolus would be administered.